Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection. However, field service engineer inspected the device on site, and the reported failure was confirmed. In addition, the light source stopped working was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, xenon light source stopped working due to light source required a bulb replacement. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source stopped working. The issue occurred during surgery. There were no reports of patient harm.